Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the sensor glucose and blood glucose readings had discrepancies, and also reported high blood glucose levels. The blood glucose reading was 424 mg/dl compared with the sensor glucose reading of 60 mg/dl. The customer treated with juice. The customer reported a crack on the display. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No crack on the display window noted. The insulin pump received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.